Event description:
Reported by the complainant as follows: two end users had fms placed and it was reported they were taken to surgery and required blood transfusions. Second case reported under medwatch form 2243969-2010-00056.

Manufacturer narrative:
Reported to the FDA on (B)(4) 2010.